Event description:
Reporter stated that customer received the following results on the compact plus system within 1 minute, 7 minutes and 1 minute respectively: 1. 10 mg/dl and 88 mg/dl 2. 13 mg/dl, lo (result < 10 mg/dl) and 101 mg/dl 3. 24 mg/dl and 68 mg/dl (temperature symbol displayed with these results) sets of readings were obtained on different days. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).